Event description:
It was reported that while the ventilator was connected to a patient the o2 concentration increased and alarms for high o2 concentration and high pressure were generated. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse) and the gas modules were replaced but not returned for investigation. The evaluation of the received device logs confirms the reported event. It showed that the ventilator alarmed for high o2 concentration, i.e. The o2 concentration becomes higher than the upper alarm limit which is set value +5 vol%. Since no parts were returned for investigation, the root cause of the increased readings of o2 concentration has not been determined, but a drift in the delta pressure transducers in the gas modules leading to inaccurate gas flow regulation may be a contributing factor. This will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. (B)(4).

Event description:
Manufacturer ref #:(B)(4).